Event description:
"Product issue/ concern- blood tubing malfunctioned. Nurses spiked blood bag with clamping appropriately as needed. Blood began to come out of clammed area and rapidly filed large chamber rather than properly flowing. Unable to obtain original packaging- however from supply closet identified product baxter "y-type blood/ solution set with standard blood filter, 10 drops/min" product #2c7627." Manufacturer response for blood tubing y-type blood/ solution set with standard blood filter, 10 drops/min, blood tubing y-type blood/ solution set with standard blood filter, 10 drops/min (per site reporter). Ongoing issue. Awaiting baxter rga.